Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 210h dialyzer drops of blood was observed to have leaked onto the floor. The end of the dialyzer where the blood lines are attached was found to be cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.